Manufacturer narrative:
The device was not received for evaluation. As examination of the device may not conclusively confirm or disprove the report of migration quality accepts the physician's observations as to the reason for surgical intervention. As no lot number was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed.

Event description:
Additional information received: this patient had an implant that had a migrated reservoir prior to being discharged and had to have new reservoir placed.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the reservoir herniated while in pacu. The reservoir was removed/replaced.